Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 0.8, lab: 3.6, mean: 2.2, confidence limits: 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Retained strips lot 070325 tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 0.5. If the sysmex inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 1.0. The test results were referred from cc # 7063. The test results of retained strips lots 070325 on five days earlier, are as follows: lot 070325: patient 1: 3.1, sysmex inr: 3.2, difference: 0.1, results: pass; lot 070325: patient 1: 2.9, sysmex inr: 3.2, difference: 0.3, results: pass; lot 070325: patient 1: 3.0, sysmex inr: 3.2, difference: 0.2, results: pass; lot 070325: patient 2: 3.1, sysmex inr: 2.8, difference: -.0.3, results: pass; lot 070325: patient 2: 2.9, sysmex inr: 2.8, difference: -.0.1, result: pass; lot 070325: patient 2: 2.5, sysmex inr: 2.8, difference: 0.3, result: pass; based on the above test results, retained lot 070325 meets the criteria for strip accuracy.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 0.8, lab: 3.6.